Manufacturer narrative:
Results: the cat8 exhibited its shaped bend 2.0 cm from the distal tip and a kink approximately 93.0 cm from the proximal hub. The cat8 shaft starts to bend approximately 5.0 cm proximal to its distal shaped tip. The returned cat8 was examined for visual analysis and compared to product specifications and a demo cat8. Conclusions: evaluation of the returned cat8 revealed that the distal tip was slightly bent proximal to its shaped tip. During visual and dimensional analysis, the cat8 was compared to product specifications and was found to be within specification. If the cat8 is shifted distally along its packaging mandrel during transport, the shape of the distal tip may become altered. Further evaluation revealed a kink along the cat8 shaft. This damage was likely incidental and occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, it was noticed that the tip of an indigo system cat8 aspiration catheter (cat8) did not have the desired 2 cm angled tip; therefore the cat8 was not used in the procedure. The procedure was completed using a new cat8.